Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required drainage. A tamponade was detected in the recovery room. Pericardial drainage was performed. The patient was reported to be doing well. A possible cause was the passage of the ablation catheter into the left atrium in order to complete the ablation of the ripv (right inferior pulmonary vein). The ablation catheter was in fact not within the left atrium, but probably between two cardiac layers, as suggested by significant contact on several occasions and difficulty maneuvering the ablation catheter as intended. The physician withdrew the catheter from that location and then advanced it back into the left atrium. He was then able to complete the ablation and the procedure.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received which indicated that the outcome of the adverse event was fully recovered (no residual effects). The energy source used when the adverse event occurred was radiofrequency (rf). One transseptal puncture site was performed during the procedure with a brk needle. The number of performed ablations was 95. The event occurred on (B)(6) 2026; however, it was not reported until 17-feb-2026. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of steam pop. The event occurred during ablation phase. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. No error messages were observed on biosense webster equipment during the procedure. B 3. Date of event has been populated based on additional information received. Correction to d 4. Primary UDI number: the correct UDI number is (B)(4). As the lot number for the device involved in the event was not provided, the full UDI is currently not available. Therefore, section d4. Primary UDI number has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).